Manufacturer narrative:
Customer complained on 11/01/201 the pump alarmed insulin flow blocked and failed battery test. Complained the buttons are not responding and the retainer ring is damaged. Unit passed active current measurement and sleep current measurement. Self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms noted during testing. No insulin flow blocked alarms listed in the pump history download. Unit successfully downloaded to thump. Intermittent response from all buttons due to moisture damage to keypad traces. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No failed battery test during testing or in the pump trace download. Found moisture damage to motor assembly, pcb1 board and pcb2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded motor home switch, scratched case, pillowing keypad overlay and cracked case above the arrow and battery cap icon. No damage to retainer ring or reservoir tube noted. The p-cap/reservoir does lock properly. Confirmed intermittent response from all buttons due to moisture damage to keypad traces. No unexpected insulin flow blocked alarms noted during testing. Confirmed no insulin flow blocked alarms listed in the pump history download. No failed battery test during testing or in the pump trace download. No damage to retainer ring or reservoir tube noted during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump buttons were non responsive also received unexplained non delivery alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.